Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 90% stenosed, 4.0mm target lesion was located in the severely calcified saphenous vein graft (svg) to the left anterior descending artery (lad). The lesion was predilated with a 2.50x20mm apex balloon and then a 3.00x16mm promus element plus stent delivery system (sds) was advanced to the lesion. It was noted that the svg had a ring to identify where the anastomosis was and the sds got caught on the ring during advancement and the stent dislodged from the balloon at the anastomosis of the lad. It was noted that the stent remained on the catheter of the sds and the physician was able to remove the dislodged stent by removing everything as a system. The lesion was treated with poba and the patient was scheduled for coronary artery bypass surgery due to the vessel. No patient complications were reported and the patient's current condition is okay.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).